Event description:
It was reported prior to generator change out that the right ventricular lead exhibited loss of capture. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.